Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was prompting an unspecified error message. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient did not specify when the alleged issue began. The patient reported managing her diabetes with insulin (self adjusting) and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that she became 'shaky' at an unspecified time after the alleged issue began. However, the patient denied receiving medical intervention as result of the alleged issue. The cca was unable to confirm the specific error message during troubleshooting and the patient was unwilling to walk through a retest during troubleshooting. The alleged issue was not resolved during troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed a symptom suggestive of a serious injury as a result of the alleged error message. In addition, the alleged issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.